Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a failure of the device to power on was observed. The device system board was replaced to address the issue.